Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure, during a routine follow up, a junction endoleak (categorized as a type 3a endoleak) was identified. The physician elected to implant an ovation ix iliac limb stent graft to successfully resolve this event. The patient status was reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak of the left common iliac and secondary endovascular procedure were confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 3a endoleak is anatomy-related. The operative notes dated on (B)(6) 2021 stated there was foreshortening of the left iliac limb both proximal and distal. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as being in good condition following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.